Event description:
It was reported to philips that the device "shock not delivering". The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact. The system was not in use on a patient when the failure occurred.